Event description:
It was reported that during a meniscus repair surgery, a total of two (2) fast fix 360 devices were inserted into the meniscus and the t1 implant had dislodged without deploying the grey handle. The surgeon needed to remove it by pulling out the device, since the implant was still attach to the suture. The procedure was successfully completed with no delay using a back-up device. No further complications were reported. Preliminary results of investigation found that one of the ff360 devices had the t1 broken in half which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was not a relationship found between the device and the reported event of premature activation. There was a relationship found between the device and the reported event of t1 breakage. A visual inspection found two devices received with the two sets of suture and implants off of the needles. T1 was broken in half for one of the sets. One device had the actuator in the t1 pre deployment/t2 post-deployment position. The second device was in the t2 pre-deployment position. A functional evaluation found both devices cycled as intended. A review of the customer provided images found an image confirming the reported product information, an image of the suture and implants in a pan with t1 deformed in a pan, and an image of the devices packaged in a biohazard bag. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of anchor material found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint of t1 premature activation was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event include an unintended actuation of the device or inadvertently applying pressure to the implant during package removal. The complaint was confirmed for the t1 breakage and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended excessive or improper force during the removal of t1 from the meniscus. No containment or corrective actions are recommended at this time.